Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 05.000.008 synthes lot: 007729 supplier lot: 007729 release to warehouse date: 24 january 2020 manufacturing site: triangle manufacturing. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that on (B)(6) 2024, all speeds of the device barely work. The issue was observed during weekly audit of equipment. There were no reports of injuries, medical intervention or prolonged hospitalization. The repair technician reported the contact plate crack. Cosmetic test failed. Forward, reverse function does not work. Damaged vent, discolored wire, rust on motor, debris on internal component, rust on nose cone. Scrapping housing because screw broken inside housing. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that on (B)(6) 2024, all speeds of the device barely work. The issue was observed during weekly audit of equipment. There were no reports of injuries, medical intervention or prolonged hospitalization. Upon manufacturer investigation, it was determined that the contact plate was cracked. Cosmetic test failed. Forward, reverse function does not work. Damaged vent, discolored wire, rust on motor, debris on internal component, rust on nose cone.